Event description:
It was reported by the aci distributor that a patient underwent a catheterization procedure on an unknown date. Access was obtained via a 6f terumo sheath. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the peg (sealant) got stuck to the tip of the shuttle/sealant sleeve after unsheathing the sealant. The device was removed and the patient was converted to manual compression (duration unknown). No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1209404) indicated that the device lot met all established performance criteria prior to shipment.